Event description:
No harm to patient. This event took place on [redacted]. Xray system froze and gave error message with patient on the table during lad [left anterior descending] stent deployment. This is a crucial time to have xray in a procedure. Biomed contacted and vendor in to evaluate system. This is all the available information in regards to this event and product.